Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, declined r-wave sensing amplitude and loss of capture were observed. Lead dislodgement was confirmed through an x-ray. The lead was repositioned. Re-measurements found the electrical parameters were now in range. The patient condition was good.